Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/500mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He could not reproduce the reported error message but confirmed that the clamp was noisy. Traces of dried fluid have been detected into the clamp. Fluid ingress has been identified to be the cause of both the error message and the noise. The affected clamp was removed from service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova received a report of a s5 erc tubing clamp/500mm error message during procedure. Moreover, the clamp was noisy. There was no report of patient injury.